Event description:
Medtronic 670g seemed to not be working as well as it had. I called medtronic and they said my sensor was bad and I returned my poor sensor. Attached another sensor that died two days. Before it died I had a 424 glucose that would not go lower even though I used the pump's bolus wizard and then I had an overnight of 32bg. If my husband had not woken me up to check my bg, because he thought I was clammy, I think I would have ended up in a coma. At 32 I was I bad shape. I could barely drink orange juice. The next day I went to my diabetes educator and told her what was happening and she tried to download my pump readings using the careful professional program and she had downloaded my pump successfully the week before the program was saying she had a bad usb, which was a carelink usb. She called medtronic and told them what was going on and she gave me a chance to say what was happening with me. After a long phone call and looking at my account seeing the problem with my sensor, medtronic decided my pump was at fault, removed it and they would have a refurbished, why not a new ones, pump to me the next morning, which they did. Medtronic marketed the 670g as the next best insulin pump, and I believe they did not do enough testing and that is the reason this happened to a loyal pt. I should have stayed on the 630g.